Manufacturer narrative:
Device evaluation summary: electrode belt (B)(4) evaluation: device evaluation of electrode belt (B)(4) has been completed. During thei ncoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a electrode belt malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was reported to be in his home when the device alarmed. The patient experienced an appropriate treatment event. Lifevest delivered one shock on (B)(6) 2016 at 18:34:16. The patient was in ventricular fibrillation at the time of the treatment. The post shock rhythm was asystole. Asystole was detected from 18:34:16-18:35:09. Asystole was detected again at 18:39:52 with intermittent cardiac activity. Three additional arrhythmias were detected from 18:55:33 to 19:12:44. The patient was in asystole with CPR artifact transitioning to an accelerated idioventricular rhythm @ 60 bpm at the time of the detection. Detection stopped at 19:12:56. CPR efforts were performed, which indicated the presence of bystanders. The device was shut down at 19:33:10 on (B)(6) 2016. The patient subsequently passed away. Post-shock asystole is a known potential outcome of defibrillation.